Event description:
Per the clinic, the patient experienced a skin infection and wound healing disorder, without an identified bacteriological agent. Subsequently, the patient was treated with antibiotics (type, date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.